Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on atrial tachycardia/atrial fibrillation (at/af) episodes causing false termination of arrhythmia. Low r waves were also noted on the right ventricular (rv) lead. The leads remains in use. No patient complications have been reported as a result of this event.